Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-02985. Related manufacturer reference number:2017865-2020-02986. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter exhibited false automatic mode switch episodes that contained a significant amount of loss of capture. Most of the loss of capture episodes were due to fusion. The extended refractory period was causing competitive atrial pacing and inappropriate automatic mode switch. Further information was requested however, was not provided.